Manufacturer narrative:
Device information was provided to the manufacturer and supplied with this additional report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation. Reprogramming was unable to provide effective coverage. Surgical intervention may take place at a later date. Device information has been requested, but has yet to be provided to the manufacturer.